Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the hospital when the physician could not obtain a merlin transmission. The device was interrogated in clinic and found in backup vvi mode. The device firmware was resolved after a software download was installed. The patient condition is fine and will continue to be followed normally.